Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed that the device was losing complete telemetry. No intervention was performed. The patient was stable.

Event description:
New information revealed that the telemetry issue resolved by maneuvering the device in the pocket.